Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting error message "low battery" displayed on device. There was no report of pt involvement.